Event description:
The customer reported that the device jaws would not open after being applied to tissue. Additional resection was needed to remove the device from the pt. This resulted in some bleeding. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.